Event description:
A customer contacted beckman coulter (bec) to report erroneous results for one patient sample generated by their unicel dxc 600 pro synchron clinical system which were outside of the laboratory's acceptable range for all assays tested. The samples were repeated on an alternate instrument and results obtained were considered correct by the customer the erroneous results were not reported out of the laboratory. There was no injury or affect to or impact on patient treatment with regard to this event.

Manufacturer narrative:
Sample type was serum. Quality controls (qc) prior to the event were within the laboratory's specifications. Qc tested after the initial results was outside of the laboratory's acceptable range for all assays. An attempt to calibrate also failed. Bec customer technical support (cts) performed troubleshooting and the customer found that the mc (modular chemistry) sample syringe drive was not moving. A field service engineer (fse) was dispatched on-site and found that the coupler clamp setscrews for the mc sample syringe motor were loose. Fse tightened the setscrews to the motor shaft and syringe gear and observed that the motion was good. No further problems with the mc sample syringe were observed. The cause of this event is attributed to the loose setscrews on the coupler clamp to the mc sample syringe motor.